Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data and no anomalies were found.

Event description:
It was reported that the patient has been feeling the device pocket twitch intermittently and that there is a possible left ventricular lead insulation breach. It was further reported that stimulation only occurred when programmed left ventricular ring to right ventricular coil. Pocket manipulation was performed and electrograms were stable. Additional information reported the right atrial and right ventricular lead had chronically high thresholds. The left ventricular lead was reprogrammed and the stimulation subsided. All leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 implantable tachy lead, implanted: (B)(6) 2007; d274trk implantable cardioverter defibrillator (ICD), impl anted: (B)(6) 2010; 5076-52 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient has been feeling the device pocket twitch intermittently and that there is a possible left ventricular lead insulation breach. It was further reported that stimulation only occurred when programmed left ventricular ring to right ventricular coil. Pocket manipulation was performed and electrograms were stable. Additional information reported the right atrial and right ventricular lead had chronically high thresholds. The left ventricular lead was reprogrammed and the stimulation subsided. All leads remain in use. No patient complications have been reported as a result of this event.